Event description:
Reporter alleged obtaining the results of 137 mg/dl, 266 mg/dl, 153 mg/dl and 343 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The bifurcation was broken on the catheter and it started to leak blood when the pt was at home. The pt went to the hospital and they had to place a new catheter.